Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection has shown that several deep dents exists on the handle and are through the anodized layer. The review of the manufacturing documents revealed that the present instrument was manufactured in feb 2012 according to specifications. In addition, this instrument is checked visually and functionally at the manufacturing site. As mentioned, this instrument was used for helical blade removal, even though it should only be used for the implant insertion. The strokes on the inserter finally caused the breakage of the alignment pin. The instrument was manufactured according to the specifications. The device history records were researched; manufacturing and inspection records indicated no problems with the lot in question.

Event description:
The instrument could not be dismantled for cleaning due to a damaged small pin in the bottom part of the impactor. This pin broke because of back strokes during the procedure. This is 1 of 1 report for complaint (B)(4).